Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was inadequate pain control status post lead replacement/revision. The outcome was reported as resolved without sequelae. Interventions included surgical intervention specifically a lead revision. Diagnostic methods included device interrogation/device data and the results were unsuccessful. Imaging showed lead migration. Diagnostics found slight lead migration. The etiology was noted as related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the 2 leads connected to the implantable neurostimulator (ins). The patient was only able to feel stimulation in the right thigh though he had pain in multiple areas. Additional information received from consumer via manufacturing representative reported that there was a lack of pain relief. The patient had used the system very little just 3 percent in 2016. The patient was not getting any help from the stimulation. The patient was reprogrammed and instructed to use the system every day until she saw her doctor in two weeks. No environmental factors were involved, an impedance check was run and all were within normal limits. The patient was reprogrammed. It was unknown if the issue was resolved at the time of report. The patient¿s status at the time of report was alive with no injury. Information previously reported in reg reports 6000153-2015-00516 and 6000153-2015-00517 further information regarding this event will be submitted under this report number. Relevant medical history included: spinal pain, lumbar radiculopathy.